Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller was not at home to conduct troubleshooting, and no additional information was available regarding corrective actions or the outcome of the event.